Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit was ordered for replacement. No report of patient involvement.

Event description:
The hospital reported the unit had a system reset error that required the unit to be restarted. There was no report of patient involvement.